Event description:
Information was received from a company representative regarding a patient receiving medication via an implantable pump for non-malignant pain and arachnoiditis. The pump was sold on (B)(6) 2014, but was implanted on (B)(6) 2016, which was three days after its use by date (ubd).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.